Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. As lot # 16096447m was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant products used: product name: carto® 3 system, us catalog #: unknown, serial #: unknown; product name: stockert 70 rf generator, us catalog #: unknown, serial #: unknown; product name: coolflow® irrigation pump, us catalog #: unknown, serial #: unknown; product name: pentaray nav high-density mapping eco catheter, us catalog #: d128210, lot #: 17065986l; product name: soundstar® 3d diagnostic ultrasound catheter, us catalog #: unknown, serial #: (B)(4); for the non-bwi products involved (brk-1 extra sharp needle and sl1 sheath) st. Jude medical has been notified. (B)(4).

Event description:
It was reported that a male patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis, his medical history is unknown. The patient did require extended hospitalization due to surgery. The patient was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. Settings during the event include: power mode with a cutoff setting at 50 watts, temperature cutoff at 90 degrees, irrigation flow setting of 30cc/min and st jude medical sl1 sheath was used. Per 21 cfr, part 803, this complaint is reportable.